Event description:
It was reported that during a ptca, the physician experienced difficulty advancing the catheter into a tortuous artery. During removal the shaft of the catheter broke. No pt injuries or complications occurred.